Event description:
Certified diabetes educator reported that customer was hospitalized on (B)(6) 2014 for high blood glucose. His blood glucose at admittance was 610 mg/dl. Customer was experiencing nausea, vomiting, diarrhea, and decreased appetite. The doctor said customer had mild diabetic ketoacidosis and hyperglycemia. Customer removed the device right before going to the hospital. The insulin pump is not working, even after trying three new batteries. The battery cap is badly damaged. Customer uses super heavy duty cell max batteries. The device looks badly worn. The display window and the case are cracked. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery alarm or blank display was noted. The insulin pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The insulin pump had a cracked display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump was received without the original battery cap.